Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (3 mg/ml at 0.587 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the hcp reported that when she entered the patient¿s room she heard an alarm. The patient could not hear the alarm. A motor stall was seen at initial interrogation. The patient was in an acute care facility on the date of the motor stall ((B)(6) 2018). The patient reported that she did not have an MRI, but the hcp was unsure. The pump logs also showed a stopped pump period may exceed tube set message on (B)(6) 2018. The last pump refill was on (B)(6) 2018 and the patient gave their last bolus on (B)(6) 2018. It was confirmed that there were no electromagnetic/magnetic sources present. The hcp did not know if the pump had ever been updated with the tablet clinician programmer. The pump was reinterrogated and a motor stall recovery did not occur/log. No patient symptoms were reported. The patient was supplementing with norco per the physician¿s orders. The hcp was assisted with silencing the active audible alarm using the 8840 clinician programmer. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the healthcare provider saw a message saying the pump was stopped for 1000 hours. The company representative was going to meet with the healthcare provider and the patient. The tablet logs showed a motor stall on (B)(6) 2018, tube set error (B)(6) 2018 and an active alarm silenced on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 30-aug-2018 from a healthcare professional (hcp) who reported that on (B)(6) 2018 the pump was refilled without difficulty and programmed to minimum rate mode per the physician¿s orders. The facility staff had also not heard the pump alarm. The patient had symptoms of irritability, sleep disturbance, fatigue, and a headache. The patient was using breakthrough medication 4 times per day. Her pain intensity score was ¿8¿, sleep interference ¿8¿, activity interference ¿8¿, contribution to stress ¿5¿, and ¿affect on mood 5¿. The patient¿s pain was described as ¿no new problems, aching, constant, and cramping¿. The patient stated that she was ¿hurting a lot¿ and was taking norco every 4-5 hours. The hcp told the patient, their caregiver, and medical staff at the facility that they should contact the patient¿s pump managing physician and they verbalized they would follow-up as recommended. It was confirmed that the patient had not recently had an MRI and the patient¿s room was checked for devices that may have contributed to the stall. The patient had a motorized wheelchair, a television on the wall, a small radio and mobile phone on their bed stand, and an o2 air condenser on the floor in their room. The hcp spoke with the hospitalist at the facility and informed him of the pump status. After which the hospitalist stated, ¿this explains why the patient has gone through 30 tablets of norco in a few days¿. The hospitalist stated that he would prescribe fentanyl (25 mcg/hr td patch q 3 days) and continue with norco (10mg/325 prn). No further complications have been reported as a result of this event.